Manufacturer narrative:
Visual inspection confirmed that the device fractured into two pieces on the medial side of the post. This lot has been in the field for more than two years and 4 months. It is unknown how many times the device was used. It was reported by the representative that there was no harm to the patient. These devices are used for treatment. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke.